Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient encounter association due to incoming data dialog resulted in the wrong patient data being assigned to an open patient record in the patient management database application. The clinic's information technology (it) support restored a copy of the production database to a new database, pointed to the test application server, opened the patient record, highlighted the patient encounter needed, select the save to disk file, obtained the pdd file and imported it into the production application, and edited the encounter, which corrected the issue. The application remains in use. No patient complications have been reported as a result of this event.